Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.